Event description:
It was reported that the right ventricular (rv) lead was oversensing and detecting noise resulting in an inappropriate shock therapy to the patient. There was a lead integrity warning that alerted for varying erratic lead impedance, short interval counts (sic), lead noise warning and oversensing. The lead is suspected of a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. (B)(4).